Event description:
Laparoscopic total hysterectomy - "mr (B)(6) used verres to insufflate abdomen. The (B)(6) sister said ctb73 12 mm trocar was inserted into the umbilicus and started leaking gas as soon as the obturator was removed from the cannula. A 10mm scope was inserted, but the seal continued to leak gas, so changed the cannula and seal. A 1 x ctb12-2 x 5mm trocars were inserted left and right laterally plus 1 x cts02 into lower midline. Both left and right lateral cannulas leaked gas intermittently with instrument exchange. The case was then converted from lap to open."

Manufacturer narrative:
No products are being returned for evaluation but lot #s are provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.